Event description:
It was reported that the lesion was located in the distal circumflex, that was heavily calcified, heavily tortuous, with a 75% stenosis. Dilatation was being performed at the lesion with a 2.5x8 mm voyager nc; however, the balloon ruptured on the first inflation at 18 atmospheres. The device was changed to a 2.25x12 mm non-abbott balloon catheter and the lesion was predilated. A 2.5x11 mm non-abbott stent was implanted and the procedure was completed. There was no reported resistance felt during advancement or retraction of the device in the patient. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.